Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), 1 months and 26 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted, and an alternate surgical aortic valve was implanted. Additional information from fsc noted that the original thv was underinflated and this resulted in paravalvular leak (pvl). Approximately 6 months post implant, the patient presented with worsening pvl, fatigue as the pvl was also contributing to severe aortic regurgitation. When attempting to post dilate and assess options, the thv was deemed too unstable to cross and attempt a post dilation or thv-in-thv procedure. Two weeks later, the valve was explanted and a surgical valve was implanted. The valve was described as having migrated towards the left ventricle leading to pvl and regurgitation.

Manufacturer narrative:
A corrected MDR is being submitted as this report was found to be a duplicate report. Please reference related manufacturer report no: 2015691-2022-10228. All additional information will be reported under this manufacturer report.